Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2016-00443 / 00445). Product location unknown.

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 2015. Subsequently, patient was revised due to infection on (B)(6) 2015. The bearings and locking bar were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.